Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 230 units of insulin. And the insulin gauge displayed 175 units. Subsequently, the customer reported being on a trip, and was using 100 unit syringes to fill the cartridge. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to use the recommended needle tip and syringe.